Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shocks due to an atrial driven rhythm. Technical services (ts) recommended troubleshooting and reprogramming options. This device remains in service. No additional adverse patient effects were reported.